Event description:
The customer's grandmother called to get information about the donation process. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk.